Event description:
I used the renu with moistureloc for my contact lens solution. In feb, 06, I started having problems with my eyes burning, itching, watering and was unable to open eye in bright lights. (Sun, interior lights) I was treated by a dr and had keratitis on my eye.